Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed, and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A non healthcare professional reported during an intraocular lens (iol) implant procedure, the intraocular lens was scratched, noted upon insertion. The lens was removed during initial procedure. Additional information has been requested.